Event description:
The ge oec 9900 fluoroscopy system was reported to be "over-exposing".

Manufacturer narrative:
A ge oec service representative investigated the issue and found that the video controller pcb had become dislodged during transport. The video controller was re-seated and function restored. The system was tested, found to be functioning as intended and related to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.